Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device is not available for a physical evaluation. It was reported the patient had average quality bone, insertion was not off-axis and no excess force was used. Anchor breakages are typically associated with off axis insertion, levering during insertion, hard bone quality or using incorrect instrumentation for preparing bone hole. Other than this possibility, a root cause cannot be determined. A DHR review has been conducted and the results indicate that this batch of product was processed with an unrelated incident with no link to this complaint and therefore there is no evidence of manufacturing anomalies on the records reviewed. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no corrective action is required, and no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). Associated medwatch: 1221934-2017-10472, 1221934-2017-10473.

Event description:
The sales rep reported via phone that during a rotator cuff procedure the distal tip of two of the customer's 4.5 healix br anchors multipack 3-suture broke off in the patient. The first anchor during insertion broke, it was removed and all the fragments from the patient. Go to insert the second anchor and the same issue occurred once again anchor was removed as well as all the fragments with no issues. The procedure was completed with a third like device from the same lot number using the original bone hole with no patient consequences but there was a two-minute delay. The sales rep stated that the surgeon did not use excessive force, was not off axis and stated the surgeon has lots of experience with this device. The patient's bone quality was average and a gray handle 4.5 healix awl was used with the devices. The devices were discarded by the customer.